Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, therefore the failure mode could not be confirmed. Failure analysis cannot be completed due to the lack of information received to perform a complete investigation. Product has not been returned for evaluation. The serial/lot number was not provided therefore a DHR review could not be performed. Root cause cannot be determined due to the lack of information received to perform a complete investigation. Linked to mfg report number: 2523190-2018-00090 and 2523190-2018-00091.

Event description:
This report is 1 of 3. A physician reported that on (B)(6) 2018, an emh257 endo sol 5 fls 25mm/#7 endodontic file broke inside the patient during an unspecified procedure. No patient injury was reported; however, the broken file was unable to be retrieved. There was an unspecified revision/medical intervention and a surgical delay was reported. Additional information has been requested but no other clinical information has been provided.